Event description:
It was reported that during a laparoscopic cholecystectomy, the device did not fire properly. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Bent advancer. The following information was requested, but unavailable: did the device deliver a clip onto vessel or did the clip not feed into jaws of device? Unknown. Which firing of the device did this event occur on? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Were there any feeding issues experienced with the device? Unknown. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown the analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.